Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to replicate the customer reported complaint. Failure analysis found upon inspection that there was no damage, blade was not exposed and no significant debris between the grips of the instrument. The instrument was placed on an in-house is3000 system and passed a self-check and intuitive motion test. The instrument passed electrical continuity testing from pins to grips. The instrument was also placed on the system for functional testing. The instrument passed energy testing, a wet paper towel was held between the grips and began to smoke when the seal pedal (blue pedal on surgeon side cart) was pressed. Testing was performed for grip force on the grips as additional testing, and all readings were above the minimum requirement. The gap between the grips and grip offset were verified and found to be in normal range. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that the vessel sealer instrument jaws would not open and was not sealing during a da vinci surgical procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.